Event description:
It was reported that a pacing system analyzer (psa) malfunctioned during an implantable pulse generator (ipg) replacement procedure. Pre-op sensed r-wave at 10 mv, lead impedance was over 1000 ohms. The a/v leads were disconnected from the ipg, then each a/v cable was connected to a red/black alligator clip. When the ventricular lead was measured through the psa, the sensed wave was 3mv and lead impedance was less than 200 ohms, resulting in pacing failure. The alligator clips were reconnected to the atrial lead and that impedance was also less than 200 ohms. The power of the psa was turned on and off while a different analyzer was being prepared for use. The data was then measured again with the same result, pacing failure. Later, pacing was possible and measurement of the ventricular side was possible. The procedure was completed. The psa in question was then tested using an external ipg tester, the issue could not be reproduced, no anomalies were noted with the clips or cables. The psa was replaced with another unit of the same model and returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. Testing confirmed performance within specification. Pacing output, sensitivity and rate were tested using oscilloscope, counter, mock signal generator and the reported condition was not confirmed. No anomalies found during visual inspection or powering on the analyzer. (B)(4).